Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported "won't stop alarming" problem could not be duplicated. Several attempts of attaching and detaching the cassette did not result in any errors. The pump passed upstream and downstream occlusion (dso) testing. The event log had several entries recorded. There were also upstream occlusion alarms. The pump had a 42224-error stored in memory. The error code was not in the event log and will be cleared. Service will replace the dso as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not stop alarming. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.